Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level of 400 mg/dl. Customer was treated with syringes. Customer was using auto mode feature. The insulin pump will not be returned for analysis.